Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: e1 (facility name) the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported an extension fixation(th9) procedure was performed on (B)(6) 2026. The viper prime fs was used to perform a distraction fixation procedure on a patient with a nexmed screw(nonjj). After inserting the screw, the cement was mixed and the appropriate viscosity was confirmed after 11 minutes. Then, cement was injected into each vertebra. During cement injection into the right-side th9 screw, cement leakage into the blood vessel was confirmed. Cement injection into that screw was discontinued after 0.6cc of cement was injected. As the patient's vital signs were normal, cement injection into the left-side th10 screw and then the right-side th10 screw was discontinued. For the left-side th9 screw, only a small amount (0.4cc) of cement was injected due to the risk of vascular leakage. No abnormalities were observed in the patient's vital signs, and the surgery was completed successfully with no delay. The surgeon opinion was that the screw was inserted slightly insufficiently, possibly placing it too close to the lateral wall of the vertebra, which may have resulted in cement leakage into the blood vessel. No further information is available.